Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection fortum (1g, intraperitoneally (ip), frequency and duration not reported) and injection heparin (1000 units in night exchange, ip, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as the peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient completed the antibiotic treatment, the patient¿s peritoneal dialysis (pd) effluent was completely clear, the patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.